Event description:
It was reported that during a rotator cuff repair, a 45 minute delay was added to the case. As the surgeon was passing the needle through the tissue to tie off the suture, the needle broke at the crimp and fell into the cuff. The surgeon was able to locate and retrieve the needle tip. The implant was secure. No further patient information was provided at the time of this report or made available in response to telephone or written contacts with the surgical facility. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device involved was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available. The most likely cause of such an event is a reverse pulling force applied to the suture which can disengage it from the needle crimp. This may occur in an attempt to retrieve a needle that is not fully deployed through the tissue and not fully captured by the suture-passing instrument. Device history record review of the device revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. If the device is returned and/or additional patient information is obtained, a follow up report will be submitted.